Event description:
Type I diabetic female reports event of hospitalization with intravenous dextrose treatment for an event of unconsciousness occuring approx 9 mos ago. The diabetic is unable to recall specific device values but alleges she overdosed on insulin after receiving a falsely elevated result from the suspect device. The diabetic claims control solutions were used regulary and demonstrated the sys was within performance specs.